Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2014 and suture was used. While suturing the subcutaneous tissue at laparoscopic port site the needle would not pass through the dermis. The physician¿s assistant note that the needle tip was missing. The needle tip was approximately less than 1.5 mm. The needle tip could not be visualized on x-ray. The surgeon opines that it is unsure if the needle remains in the patient. At this time no surgical or medical intervention has been done.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.